Event description:
It was reported that a reduction in sensing was observed. Lead dislodgement was observed via x-ray. Successful dft testing was performed. The lead remains implanted. The patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.